Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was loaded into a post market vigilance instrument for functional testing. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the reload anvil was deformed at the clamping feature. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to additional information received, the device partially fired and was removed from the tissue by force, but no tissue damage was caused. The inner gear broke. The staple line was incomplete and was resected. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic lower anterior resection involving the rectum the surgeon attempted to fire the device. However, the handle was stiff and a crack sound was heard. The firing stopped in the middle, the same issue occurred twice. Two new sets of handles and reloads were opened to continue the surgery. Additional tissue resection was required due to the issue. There was tissue damage. The device was removed from the tissue by force but no tissue damage was caused. The procedure was completed with another device. The last know patient's is reported as no problem.